Manufacturer narrative:
The customer's complaint of discrepant low tni was not observed during in-house testing of retain lot w57915. The lot met specifications. No sample was returned. Sample interference cannot be ruled out. Unable to determine the root cause of customer's complaint. A review of the MFR record for the lot did not uncover any nonconformities. The product performed as expected during in-house testing.

Event description:
Customer reported discrepant low troponin I (tni) result in comparison to the analyzer tni result. On (B)(6) 2014 a (B)(6) male was seen due to dyspnea and congestive heart failure (chf). Results as follows: triage tni 0.2. Analyzer tni 0.846. Reference range: triage: normal <0.05; indeterminate 0.05-0.39; cardiac damage >=0.4. Analyzer: the 99th percentile determined to be 0-0.045 ng/ml. The imprecision at 0.045 is approx 10%. The draw time was the morning of the same day and tests were done about 3 hours later in room temp on both the triage and analyzer. Brain natriuretic peptide (bnp) was 1010 pg/ml. The electrocardiogram (EKG) showed continuous ventricular paced rhythm. Xray: vascular congestion, cardiomegaly, heart size within normal limits. Clinical decisions were made based on the analyzer results. The clinical impression was hypotension, chf, dyspnea, renal insufficiency, sustained paced tachycardia. The pt was transferred to hartford hosp. There was no additional info provided.